Event description:
Information received with return of the explanted device notes intermittent output. After one year implant, the magnet rate was 94 ppm. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received